Manufacturer narrative:
A ge service representative performed an on site investigation. The reported error could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system presented a software error identified as , "umc_app download failed because flash_fail". There was no report of patient injury.